Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) an interlink continu-flo solution set in which a blood backflow was observed. The report stated that the nurse (rn) noticed that the IV was full of blood and was dripping out of the injection port onto the floor. The IV line was connected to the broviac line when the alleged malfunction occurred. The rn withdrew the blood from the line and flushed the line with normal saline to ensure the line was patent. The line flushed well but a dark area remained visible on the end of the broviac line. Since the rn was unable to determine if areas was a clot, the line was heparin locked and clamped until it could be assessed by a physician in the morning. The patient's hemoglobin was 79 on a prior complete blood count (cbc). A repeat cbc was sent and the pediatric intensive care unit resident was notified. An estimated 20 mls of blood was lost. Further inspection of the IV line revealed that the injection port was slanted and blood was dripping from the port (middle injection port on continu-flo solution set). There were no reports of medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Customer follow-up received on (B)(6) 2011 advised that the problem was noted during patient use and there was patient injury, requiring a transfusion. It is unknown how long the device was in use before the leak began. The heparin being infused was not a baxter drug. A sample is not available for evaluation and the lot number remains unknown. Therefore, the reported condition cannot be confirmed, an assignable cause cannot be determined, and a batch review cannot be performed. This issue has been escalated to CAPA.